Event description:
Information received by medtronic indicated that the customer stated no response from any of the buttons in the insulin pump. It is reported that the pump button error delivery stopped and there was a stuck button alarm received. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the pump and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.